Event description:
It was reported an unspecified alarm triggered on the novum iq large volume pump. While in the intensive care unit, the patient was receiving an infusion of levophed for a spinal injury with a mean arterial pressure (map) goal was >/= 80. After an unspecified amount of time, an unknown ¿system error¿ was displayed. The pump could not be restarted and required a new pump with new tubing and levophed bag. During this time, the patient¿s map dropped to 49. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, the ac adapter was found to be broken and will be replaced. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. During the event history log review a uso sensor failure was found. The reported condition was verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The ac adapter to be replaced and the upstream occlusion sensor calibration and full release testing will be performed. Should additional relevant information become available, a supplemental report will be submitted.